Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had door failure. A field service engineer found that tower door 1 was clicking. The fse cleaned the microswitch connection, applied black grease, and tightened the harness connections. The fse logged into the hardware testing application and ran a final test on the tower doors. The final test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the tower door kept failing and required recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.